Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that after the plate was inserted the doctor proceeded to use the ratcheting screwdriver to implant the first screw. After implanting one screw, the ratcheting handle broke. Another screwdriver was on hand. Surgery was completed successfully.

Manufacturer narrative:
The reported event could be confirmed. The visual investigation of the handle revealed that the blade adapter and the collar were returned in detached condition. Usually the blade adapter with the collar is being fixed in position by a snap-ring. Therefore the handle was disassembled in order to detect the snap ring and to determine whether the snap-ring is affected. After disassembly of the inner ratchet base the snap-ring could not be detected and it was determined that the snap-ring got lost. The production code # x7 which indicates that the handle was manufactured in 2007-jul points to the fact that initially the snap ring was assembled. Further, it was determined that the area around the switch and the area around the snap ring groove show residues and corrosion marks resulting from insufficient cleaning/drying and maintenance. Moreover, the area of the disassembled inner switch component showed residues and corrosion marks resulting from insufficient cleaning and maintenance. No indications were found for any material, manufacturing and design related issues.

Event description:
It was reported that after the plate was inserted the doctor proceeded to use the ratcheting screwdriver to implant the first screw. After implanting one screw, the ratcheting handle broke. Another screwdriver was on hand. Surgery was completed successfully.